Event description:
It was reported that the cot dropped. There is no report of injuries.

Manufacturer narrative:
Upon examination, it was determined that the wear on the trolley weldment assembly may have led to a non-locking condition.